Event description:
It was reported that while running a bd facscanto¿ ii flow cytometer sheath fluid under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the instrument is leaking internally. Customer called back and we determined that the sheath filter tubing assembly between the cytometer and hts is leaking. Was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? Yes 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes 4. What was the fluid that leaked/spilled? Sheath fluid 5. What is the source of leak/spill? (Waste or non-waste line) non waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, and serial # (B)(6). Problem statement: customer reported complaint on the spray of fluid under pressure, not contained within instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 08nov2020 to 08nov2021. Complaint trend: there are 9 complaints related to a spray of fluid not contained within the instrument; date range from 08nov2020 to 08nov2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a worn sheath fluidic filter. The customer had initially reported that they noticed that the instrument was leaking internally, and the leaking fluid was coming out of the instrument onto the tabletop. During the phone consultation with a tsr (technical service representative), the customer found that the leakage was coming from a sheath filter attached to the hts. The customer had a replacement filter on hand so they replaced the filter and the instrument was functioning as expected. After the replacement, the instrument was no longer leaking so the customer closed the service call. No parts were requested for evaluation as the replaced part is not returnable and was discarded. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer or bd personnel. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02193429, case # 01501852 install date: 09apr2019 defective part number: n/a work order notes: o subject / reported: instrument leaking internally. O problem description: the customer reports that the instrument is leaking internally and fluid is running out of the seams onto the tabletop. O work performed: customer (wayne) found that the sheath filter attached to the hts was leaking sheath fluid. Customer had a replacement filter on-hand. They replaced the filter and reboot the instrument. No leaks after system reboot. Customer is alright with closing the service call. O cause: hts sheath fluidic filter needs to be replaced. O solution: customer replaced the sheath fluidic filter. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file facscanto ii flow cytometer (fluidics) #338960-04ra (version a/revision 1) was reviewed and identified the cause of worn filter. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o item: 1. Plenum - including float o function: 1.1 fluid reserve to minimize fluctuations within the fluidics o potential failure mode: 1.1.2 no fluidics movement o potential effects of failure: 1.1.2.1 customer cannot run instrument. O potential causes/mechanisms of failure: clogged filters o current controls: 1. Clean cycle. 2. Maintenance. 3. Customer observation of event rate. 4. Service maintenance every 6 months. O recommended actions: n/a o responsible party: n/a o target completion date: n/a o actions taken: n/a o initial sev: 5 o initial occ: 1 o initial det: 6 o initial rpn: 30 mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to a worn sheath fluidic filter. Conclusion: based on the investigation results, the root cause of the spray of fluid under pressure was due to a worn sheath fluidic filter. During a phone consultation, the customer found that the leakage was due to a leaking sheath filter and replaced the part. After the replacement, the instrument was tested and reported to no longer be leaking, and the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while running a bd facscanto¿ ii flow cytometer sheath fluid under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the instrument is leaking internally. Customer called back and we determined that the sheath filter tubing assembly between the cytometer and hts is leaking. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath fluid. What is the source of leak/spill? (Waste or non-waste line) non waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.